Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone, that during an acl reconstruction, when inserting the bio-intrafix tibial sheath, large, the device was broken off. All the pieces were retrieved from the patient. Another device was used to complete the surgery. No surgical delay or patient consequence reported. No additional information could be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that that during a rotator cuff repair procedure it was noticed that the laser lines on the customer's 5.5/6.5 healix advance awl are faded and hard to read. The healix advance awl was received and evaluated. Visual inspection revealed the device appeared in a used condition, the laser lines on the customer's is visible and it only has marks about heavily used but the legends can be clearly observed.we cannot confirm this complaint at this point and cannot determine a root cause for the reported failure. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: result codes, conclusion codes: upon complaint review, it was determined that the investigation summary was incorrect on the previous report. Therefore, the investigation summary has been updated as follows. Both the result and conclusion codes were updated accordingly. Investigation summary ==> according to the information provided, it was reported that during the surgery of acl reconstruction, when insert the device, the device was broken off. All the pieces were retrieved from the patient. The biointrafix tbial was received and evaluated. Visual inspection revealed that the device was broken into multiple pieces, it didn¿t present any blood residue nor debris tissue. Customer complaint can be confirmed. The possible root cause for issue experienced can be attributed to an excessive force by the surgeon, whether the insertion was off axis during the procedure. A manufacturing record evaluation was performed for the finished device lot number: l188376 number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number: l188376 number, and no non-conformances related to the reported complaint condition were identified.